Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code ¿malf 12.¿ there was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided assistance with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred. The customer acknowledged and understood these instructions.